Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the customer had high blood glucose levels ranged from 7.8 mmol/l to 25 mmol/l due to possible under delivery of insulin. The customer reported that the insulin pump received battery out limit alarm. It was reported that the customer was advised to monitor the insulin. Troubleshooting was performed. The customer alleged that the insulin pump was under delivering insulin. Product is not expected to return.